Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at the abutment site and was subsequently treated with a steroid cream (date not reported).

Manufacturer narrative:
Correction: the reported use of topical steroids was to treat the patient's existing hair loss condition, and is not considered to be device related.